Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been sick and has encountered a lot of bent cannulas. The customer met with a medtronic representative to assist with infusion set. The customer also encountered high blood glucose. Customer stated their blood glucose was 481mg/dl. Customer stated her blood glucose last night was 380mg/dl, it was treated with manual injections. Customer also reported a no delivery. The customer declined troubleshooting for high blood glucose.